Event description:
The plastic on the minimally invasive light source broke while in the surgical wound during an l2-l3 and l3-l4 fusion. The second light source contained in the kit broke prior to use. All efforts were made to assure that all of the pieces of the light source were removed, but they are radiolucent.